Manufacturer narrative:
Sections with additional information as of (B)(6) 2024: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Event description:
Consumer reported complaint for physical harm while using the trueplus single-use insulin syringes. Cardinal health reported complaint via e-mail on behalf of the customer (reference number case (B)(4) and customer was contacted via telephone. Customer has 4 boxes of the same lot number of syringes; customer initially reported to cardinal that she had opened 2 of the boxes. Customer had stated that 20 of the syringe needles hurt to use and are so painful that due to the pain and discomfort she waits until the "the absolute last second" to administer her insulin. When contacted by telephone by the manufacturer customer stated she had only opened 1 box and that the other 3 are unopened. Customer stated that the syringes work but that they hurt and tear her skin. Customer has been using the product for 3 weeks. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.